Event description:
Patient presented to the emergency department with slurred speech, inability to swallow, and pain in the right jaw and neck region. ER physician prescribed medication for the symptoms.